Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10496. It was reported the patient's leads had migrated after the patient had fallen. Surgical intervention took place wherein the system was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did state that the patient had a fall prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require reoperation to replace the lead/s.